Event description:
It was reported that the stent dislodged inside the patient and was lost in the circulation. The xience v stent delivery system (sds) was advanced, but there was some resistance with the guiding catheter and with the lesion so the device was removed. Additional pre-dilatation was performed and the xience v sds was advanced again, but the distal end of the stent was observed to be flared so it was withdrawn to the guide catheter and all devices were removed. It was then noted that the stent had dislodged. There were no attempts to retrieve the stent. The procedure was completed by implanting a 2.5 x 15 mm xience v stent in the diagonal and a 2.75 x 23 mm xience v stent in the left anterior descending artery. The final angiographic result and clinical outcome were excellent. There were no consequences to the patient. No additional information was provided.

Event description:
It was reported that a technician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, while inserting the device into the exchange sheath, a section at the tip of the clip delivery tube was found to be folded back and an unknown piece of white material was noted to be caught in it. The device was removed and another starclose se device was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) found that the stent implant was not returned, confirming the reported stent dislodgement. There were crimp marks visible on the balloon between the markers, indicating that the stent was originally positioned correctly and securely at the time of manufacture. Additionally, the tip length was measured and met manufacturing criteria. The balloon folds appeared to be slightly relaxed; however, this likely occurred after the stent dislodgement. The protective sheath and guiding catheter were not returned for analysis, both of which may have aided the investigation. Difficulty positioning the sds through the guiding catheter, causing resistance between the two devices may be related to factors including, but not limited to, manufacturing, stent implant outer diameter, kinks, bends, obstructions in the guiding catheter lumen, damage to the sds or the guiding catheter, or from an interaction with the patient anatomy and/or accessory devices. In addition, the inability to cross a lesion can be affected by factors such as patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices, and accessory device support. The lesion was reported as moderately tortuous and mildly calcified, which may have contributed to the reported difficulties. Furthermore, since there was no report of any damage observed to the sds or stent implant prior to the procedure, this may indicate that a product deficiency did not contribute to the reported complaint. Based on the information provided, resistance was initially encountered during the first attempt to advance the sds through the guiding catheter and into the lesion. The xience v sds was then completely removed from the patient and later re-inserted into the anatomy after the lesion was further dilated. It should be noted that the xience v instructions for use (IFU) states, an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. In this case, it is possible that an attempt to push the sds against resistance in addition to re-inserting it into the guiding catheter and anatomy contributed to the difficulties experienced. The stent likely interacted with the rotating hemostatic valve, guiding catheter and/or the patient anatomy during advancement/retraction of the device such that it became flared at some point. Then, during removal and re-insertion of the sds, the damaged stent struts may have interacted with the guiding catheter and/or the lesion which likely caused the stent to become disrupted on the balloon and ultimately dislodge upon a second removal attempt. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot that could have contributed to this report. In this instance, based on the information received with this complaint and the analysis of the returned product, the reported difficulty to position through the guiding catheter, failure to advance, stent damage and subsequent stent dislodgement appears to be related to circumstances of the procedure and not a product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. (B)(4): re-insertion; against resistance.